Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) rebooted. Details: on (B)(6) 6:10 pm - 6:13 pm. On (B)(6) 7:57 am - 8:00 am. The staff noticed that it was rebooting. Luis could not confirm what they were doing at the time. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) rebooted. Details: on (B)(6) 6:10 pm - 6:13 pm. On (B)(6) 7:57 am - 8:00 am. The staff noticed that it was rebooting. Luis could not confirm what they were doing at the time. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.